Event description:
The customer called for assistance with an infusion set change as she was experiencing high blood glucose levels. The customer's husband took over the call, and found that he had delivered a manual prime while the infusion set was connected to the customer. The customer's blood glucose levels dropped from 236 to 157 mg/dl within 15 minutes. Offered the husband to have the paramedics called, but he stated that he would be taking the customer to the emergency room. It was unknown how much insulin the customer received during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.